Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urin ary/bowel dysfunction. It was reported that since implant they have had a colonoscopy and a cystoscopy for urine. Patient stated that they turned the stimulator off for both of the procedures. Patient also mentioned since having the cystoscopy that they had been having problems with bladder retention. Patient said that when they urinate it hurt and they thought the urethra may have been damaged. Caller mentioned that they had blood in the urine. Patient mentioned that the pelvic floor for the bowel was working fantastically and they didn't even have to wear a pad anymore. Agent asked the patient when the urinary incontinence started and patient stated it started after they had the cystoscopy. The patient was redirected to their healthcare provider to further address the issue. Caller stated that they have an appointment with the doctor in april.